Event description:
It was reported as the physician was advancing the balloon catheter, he pulled the wire back and upon repositioning the balloon, the tip of the catheter perforated the parent artery. The pt was sent to surgery to have the balloon removed. It was reported that the physician felt the issue was related more to technique than the device itself. The pt is reported to be in stable condition.

Manufacturer narrative:
No alleged device malfunction. Additional information was requested from the user facility and from the responses received, the following was determined: the procedure was being performed for stenosis of the middle cerebral artery (mca). The balloon had not yet been inflated and no difficulties were encountered with the balloon that would have contributed to the vessel perforation. Appropriate flush was used and there were no issues with any of the devices used before the perforation occurred. Following the perforation, the pt was treated by way of a "ventic" being placed and the pt sent to surgery to remove the catheter that was perforating the vessel.